Event description:
It was reported to physio-control that the customer's device during resuscitation, did not recognize the defibrillation electrodes that were attached to the device. The device would therefore not charge and deliver therapy. The device had logged several event codes into its memory. There was patient use associated with the reported event; however, information about the patient details and outcome was not provided.

Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported issue. It was observed that the device had logged multiple event codes into the memory, but once they were cleared, they didn't recur. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.